Event description:
It was reported that following a non-device related surgical procedure where diathermy was used, the patients ipg began to deplete rapidly after charging. The patient underwent an ipg replacement procedure and is doing well post-operatively.

Event description:
It was reported that following a non-device related surgical procedure where diathermy was used, the patients ipg depleted rapidly after charging. The patient underwent an ipg replacement procedure and is doing well post-operatively. Additional information was received that the device was received and analyzed.

Manufacturer narrative:
Sc-1110 / 174009. The complaint of the ipg rapidly depleting after charging was not confirmed through product analysis. The device charge history and daily battery depletion rate revealed no anomalies. It passed the functional test, and an electrical test revealed normal device characteristics. The investigation is unable to determine a probable cause for the complaint; therefore, the cause was not established and the investigation conclusion was no problem detected.